Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe reamer had a breakage/assembling issue during surgery could be confirmed. Based on investigation, the root cause of the determined breakage/assembling issue was attributed to a design related issue. The smart toe reamer breakage/assembling issue was caused by device design issue. The above investigation has determined the failure mode related to this complaint is being addressed by the scope of a CAPA. The effectiveness check shows no case have been reported since action implementations. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated. The customer will be provided with a credit note.

Event description:
It is reported by the nurse at the hospital, to our sales rep that the centering tip of the device fell out during the surgery (not broken). A replacement was available to complete the surgery.

Event description:
It is reported by the nurse at the hospital, to our sales rep that the centering tip of the device fell out during the surgery (not broken). A replacement was available to complete the surgery.